Event description:
The user facility reported their reliance synergy washer was leaking water. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and found the dryer piston valve broken. The technician replaced the dryer piston valve and o-ring, ran a test cycle and returned the unit to service. The washer was installed in (B)(6) 2005 and is under a steris service contract. The last pm for the unit was completed on (B)(6) 2013. At this time, the technician verified proper operation of the unit and no leaks were noted.